Event description:
The pt stated that during priming, the administration set sucked everything back into the bag, it was reversed and will be sent in for eval. There is no pt involvement reported.

Manufacturer narrative:
One (1) used administration set of part number listed above without knowing lot numbers were returned to slc moog for eval. It was all corrected assembly configuration (no reverse). The complaint is not confirmed.